Event description:
It was reported that the pt is alleging harm caused by the device, however the nature of the harm is unk at this time.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Evaluation summary: review of surgical reports provided indicates surgical technique was followed. No x-rays were provided, therefore fit and orientation could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.